Event description:
A pt with recurrent atrial flutter and ventricular tachycardia (vt) episodes was studied and successfully treated. New arrhythmias were studied with a right ventricular origin. During fluoroscopy, a 1 to 2 cm pericardial effusion was observed and hypertension was noted. The pt was taken to surgery and approx 1 liter of blood was evacuated and a complete right ventricular perforation was observed. Dr stated the cause of the perforation was the tip stiffness of the cordis webster braided tip catheter and that the catheter was pushed too much into the right ventricular wall/apex. Recovery status of pt is unk; info obtained to date does not indicate whether the blood was evacuated by pericardiocentesis or an open chest procedure. Further inquiries have been made and this report will be supplemented if add'l info becomes available.

Manufacturer narrative:
History: inferior myocardial infarction in 1985 with right coronary occlusion. Flutter. Ventricular tachycardia with first endocardial ablation in 8/1997. Return of ventricular tachycardia with new endocardial procedure today. Hemodynamic degradation at the end of catheterization with confirmation of pericardial tamponade using echocardiography. Pt taken to intensive care where his situation remains precarious and where a second echocardiography shows worsening of effusion (22mm). Operating room is prepared with no delay. Intervention is achieved upon the first call. In first phase, under local anesthesia, co executes longitudinal mini-laparotomy along xiphoid process and in direction of umbilicus. 2 cm incision is created in pericardium and about 500 ml of non-coagulated black blood is withdrawn, which resulted in significant hemodynamic improvement. During following 20 minutes, another 500 ml of blood is withdrawn. Co felt co was confronting active bleeding whose source was uncontrollable via sub-xiphoid. In second phase, under general anesthesia, co executes partial longitudinal sternotomy of lower 2/3. Pericardium is exposed. After moving heart toward right, co discovers at apex, to right of anterior interventricular artery, performation that gushes blood with every systole. Hemostasis with two points in square of prolene 4/0 large needle. Bleeding stops. Right pleural drain put in place, jackson drain- "pratt rectocardiaque". Closure of sternum using steel wire. Pt returned to intensive care, intubated, ventilated, but hemodynamically stable.